Manufacturer narrative:
The explanted device was not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing a headache since the device was implanted. The physician suspected but was not sure that the headache was due to a pressure on a nerve for not enough cervical space. The patient underwent a procedure wherein one lead was explanted for enough space and checked if headache would be relieved. No device malfunction was suspected. The patient was reportedly doing well postoperatively.